Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and pacing not delivered when required. The device system was therefore surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).